Event description:
It was reported that during a da vinci-assisted surgical procedure, the user observed a recognition issue on the harmonic ace instrument. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: there were no fragments that fell into the patient nor any injuries.

Manufacturer narrative:
The harmonic ace instrument has been returned and evaluated by the failure analysis team. The reported issue with the instrument could not be replicated nor confirmed. The instrument was placed and driven on an in-house system and connected to the in-house harmonic ace generator and passed energy recognition. The instrument passed the recognition and engagement test multiple times. The instrument moved intuitively with full range of motion in all directions. The clamp arm opened and closed properly. Energy delivery was tested and passed in various grip orientations. Additionally, the instrument was found to have blade damage at the tip and midpoint the blade. The instrument was found to have teflon pad damage on the clamp arm. Missing material, measuring approximately 0.068" x 0.026" in size, was observed and no returned with the instrument.